Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece was not rotating and suddenly overheated prior to the procedure.the handpiece was not used for surgery and a stand by system was used. There was no patient involvement.

Manufacturer narrative:
Analysis found that the device failed hi-pot test, had error code 16, and motor cable assembly was found faulty. The customer's complaint regarding overheating was not confirmed since the motor was completely dead, therefore temperature test could not be performed. The handpiece was sterilized, cleaned and sent back to the customer without repair per customer's request. (B)(4). If information is provided in the future, a supplemental report will be issued.